Manufacturer narrative:
Manufacturer narrative based on data obtained 12/18/2015: device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Patient underwent gastroesophageal balloon dilation (B)(6) 2015 which did not alleviate dysphagia symptoms. Uneventful device explant due to dysphagia on (B)(6) 2015. Device found in correct position/geometry. Patient underwent fundoplication at time of device explant. Patient in satisfactory condition after explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Patient underwent gastroesophageal balloon dilation (B)(6) 2015 which did not alleviate dysphagia symptoms. Uneventful device explant due to dysphagia on (B)(6) 2015. Device found in correct position/geometry. Patient underwent fundoplication at time of device explant. Patient in satisfactory condition after explant.